Event description:
Received info that due to a malfunction, the pt was removed from the 840 ventilator. There was no pt harmed or injured as a result of the event. Covidien inspected the device and replaced the breath delivery unit (bdu) pcb. The ventilator passed all testing.